Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patients ipg was not charging.

Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the ipg had normal wear and tear as confirmed by the physician.

Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.